Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven years post port placement procedure, the catheter allegedly fractured near, vicinity about 10 cm from the body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: received one power port implantable port attached to a groshong catheter. Visual, microscopic, tactile evaluation and functional evaluation were performed on the returned device. A partial diagonal break, partial compound break and a complete compound break was noted on the distal end of the attached catheter. The edges of the partial diagonal break on the attached catheter were noted to be uneven. The edges of the partial compound break on the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth in one region. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. Upon infusion, a leak was observed from the partial diagonal break on the attached catheter. The surface was noted to be granular. Therefore, the investigation is confirmed for the reported fracture and the identified material separation, catheter wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven years post a port placement, the catheter allegedly fractured near, vicinity about ten centimeters from the body. There was no reported patient injury.